Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. The most likely/suspected cause of the disconnection of the epidural catheter would be the catheter was not fully inserted into the connector. If the product is returned this complaint will be reopened for further investigation.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the epidural catheter was found to be disconnected from the filter could not be reconnected because of infection risk. Epidural catheter removed from patient and offered patient controlled intravenous analgesia. There was patient involvement and unknown harm.